Manufacturer narrative:
During inspection and testing of the returned device, service found the image loss was due to damage to the imaging unit. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it is likely the image loss was due to a failure of the image sensor unit, a board inside the video connector, or a malfunction on the system side. However, a definitive root cause could not be determined. In addition, service found the adhesive on the bending section cover was chipped, and the angle fixing part of the control section was loose. Scratches were observed on the control section, the grip, the angle lever, the up/down plate, the right/left plate, the switch button #1, the light guide connector, the surface of the light guide cover glass, and the video connector case, due to external factors. Per the legal manufacturer, there is no potential for these issues to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the subject device exhibited an image issue. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed the image on the subject device disappeared temporarily. This report is being submitted for the malfunction found during evaluation of the device (temporary image loss). Additional details were requested regarding the reported event; however, no further information was available.